Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2011; 4068-58, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was noted to be fractured, had high impedance, and had loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.